Manufacturer narrative:
Device was not returned as it is still in the patient. Films were received for review; however, analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a total ankle replacement. Sometime post-op it was reported that the patient may need to undergo a revision surgery for reasons that were not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Radiographic images provided were reviewed by a medical professional. According to their review, there may be signs of loosening around fin of the tibial plate and a cyst formation close to the talar component. However, the radiographic images provided were not of sufficient quality to draw a conclusion. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
It was reported that the patient underwent a total ankle replacement. Sometime post-op it was reported that the patient may need to undergo a revision surgery for reasons that were not available at the time of this report.